Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: pump powers to the "verify" screen per normal operation. No warnings related to complaint observed in black box. Battery compartment intact, no cracks. Evidence of moisture contamination in battery compartment and on underside of battery cap. Battery cap able to fully tighten. An intermittent power loss upon power up was observed. The pump was exercised with a test battery cap for 24 hours. No power loss or battery related warnings were observed.. Leak test passes. Pump case was removed, no evidence of additional moisture contamination inside of pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump would not power on after the pump was exposed to moisture. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.